Manufacturer narrative:
The correct catalog number is 14324_97. The correct lot number is 20116108. The correct expiration date is 06/30/2017. (B)(4). The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR) and concomitant product evaluation. Trending analysis by lot number, retains analysis, system risk analysis and visual analysis were not performed since there is clear and sufficient information to conclude user error as the cause of the issue. The concomitant sterrad was evaluated by a field service engineer (fse) and determined the issue was related to load placement within the chamber. The fse adjusted the load placement and the issue was resolved. The assignable cause of the issue was user-related. The department manager at the facility was informed of the issue and confirmed re-training of the staff was completed. No further issues have occurred. The issue will continue to be tracked and trended.